Manufacturer narrative:
(B)(4) 2013: analysis from the manufacturer is pending.

Event description:
According to (B)(4), sorin crm USA inc. Sales representative, this device was removed on (B)(6) 2011 due to an infection. The device was returned by our competitor, st. Jude medical, on (B)(4) 2013.